Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into an off-label insertion site. On (B)(6) 2025, the patient experienced a continuous glucose monitoring (cgm) sensor failure, followed by a hyperglycemic event. The patient awoke during the night with symptoms including vomiting for approximately one hour, generalized weakness, impaired cognition, anxiety, and confusion. Upon checking the cgm display, the patient observed that the sensor had failed. Due to the severity of symptoms, the patient contacted emergency medical services and was transported by ambulance to the hospital. The patient was subsequently diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). Treatment consisted of intravenous insulin therapy for three days. On admission, the patient¿s blood glucose level was reported as too high to be measured. On the second day of hospitalization, blood glucose was approximately 500 mg/dl, and on the third day, approximately 380 mg/dl. Following stabilization, the patient was transitioned to subcutaneous insulin injections. The patient was discharged after a five-day hospital stay, at which time the blood glucose level was reported to be approximately 180 mg/dl. There was no documentation of additional medical evaluations or interventions following discharge. At the time of this report, the patient was feeling fine. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available